Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive when pressed, with no corresponding display activity, and that later the button functioned normally; the patient¿s blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no change in therapy and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education with monitoring instructions. Investigation of this case revealed an intermittent user interface responsiveness issue involving the sleep/wake button with no confirmed hardware failure and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue.